Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and believed the system was delivering too much insulin; review of user reports indicated meal announcements were entered while glucose was low, which was followed by additional lows, suggesting potential overcorrection or inappropriate meal entry during hypoglycemia. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and customer education and troubleshooting. Investigation included review of device data and user report, and provision of user education. Investigation of this case revealed no device malfunction and suggested use-related factors, specifically meal announcements entered during low glucose and potential overcorrection, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was user interaction causing hypoglycemia with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.